Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a backup audible alarm. The event occurred during testing. There was no delay of therapy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. It was stated that there was a backup audible alarm. No previous repair was noted in the past 12 months. No error history was available for review. Primary problem cannot be duplicated. The device failed the force sensor test. Calibrated the device and it passed the test.